Event description:
It was reported that patient underwent total hip arthroplasty (B)(6), 2004 and was revised (B)(6), 2011, due to dislocation. Acetabular cup and modular head components were removed and replaced.

Manufacturer narrative:
The articular surface of the cup showed evidence of polishing and scratching. Minor wear marks were visible at the rim of the bearing surface. It is possible that this wear or deformation might have occurred due to dislocation or subluxation of the head. The modular head and actabular cup appeared to show damage consistent with dislocation.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: #8) dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.this is MDR two of two (1825034-2011-01015 & 01016) for this event.